Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and ¿creamy/cloudy effluent¿. The cause of the peritonitis was unknown. The patient was hospitalized for the event for three days. On an unknown date, the patient was treated with oral and intraperitoneal vancomycin (no further details) for the peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. No additional information is available.